Event description:
A physician reported that an intraocular lens (iol) was implanted 2 months ago. Post implantation, several spots were noted on lens and since surgery the spot have become more opaque. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).